Event description:
It was reported that the pulse generator exhibited premature battery depletion. On (B)(6) 2010, elective replacement indicator estimated 2 - 3.25 years. On (B)(6) 2011, patient seen post-endoscopy eri 0.25 - 0.75 years. On (B)(6) 2011, the device was at eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.